Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: t505u225 tissue valve, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that an alert was triggered due to high pacing impedance on the right ventricular (rv) lead. There was also a one time high impedance measurement on the high voltage coil of the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.